Event description:
Reportedly, the surgeon was performing a gastrectomy on a pt when they cut their finger on the device. There was no indication how this occurred and tehre was no reported issues with the device in relation the the patient. The surgeon underwent testing. The instrument was thrown away.